Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the customer had filled a cartridge with 300 units. Two days later, the cartridge was empty. The customer reported that they did not use 300 units within two days. The customer reported that upon loading a new cartridge, the customer received an inaccurate fill estimate. Tandem technical support determined that the customer was skipping the air removal step of the load process. The customer's blood glucose level ranged from 147 to 404 mg/dl. The customer delivered a bolus via the pump. Reportedly, the customer has an alternate pump available as alternate insulin therapy.